Manufacturer narrative:
(B)(4). A device history record review shows that the device was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation, and determine the source of the alleged defect reported, it is necessary to evaluate the sample involved on this complaint. If the device becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges that the doctor at (B)(6) hospital found while in use the small volume nebulizer had "leakage, no mist coming out." No harm or injury was reported. Patient condition reported as "fine."